Event description:
The affiliate reported: the device was implanted via v-p shunt in 2012. Doi and the setting pressure were unknown. The patient was hospitalized due to intracranial hypotension in (B)(6) 2013. It was noted that the setting pressure was changed freely to 30 mmh2o during this hospitalization even when it had been set at the higher level. This incident was repeatedly noted during implantation. The revision surgery was conducted on (B)(6) 2014. The kind and the setting pressure of the replaced valve are not informed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device did not confirm the problem reported by the customer. The lot number was cknbg5 serial number (B)(4), product code 82-3101. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected; no defects were noted. The valve was tested for programming; the valve passed the test. The valve was irrigated with purified water; no occlusion was noted. The valve was dried. The valve was leak tested; leakage from the needle holes was noted, no other leaks were noted. The valve was reflux tested; the valve passed the test. The valve was then pressure tested; the valve passed the test. Review of the history device records confirmed the valve conformed to the specifications when released to stock on the 1st december 2009. No root cause could be determined, as the problem reported by the customer could not be duplicated. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.